Event description:
It was reported that during a renal stenting treatment procedure, a stent dislodgment and migration occurred. While attempting to deploy the express sd biliary stent system, the physician noted that the stent had "very slightly deployed". The physician elected to deploy the stent and the stent dislodged and migrated to a bifurcation of the iliac. The procedure was completed with another of the same device. It was further reported that the patient was to see a vascular surgeon. No further patient complications were reported. The patient status is listed as 'fine'.

Manufacturer narrative:
(B) (4)device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)